Event description:
The dental implant, fx7008swc in tooth location #30 was removed on (B)(6) 2015 due to loss of osseointegration and infection after 1 year 6 months implantation. The doctor indicated that the implant was removed because of patient health habit and poor oral hygiene. The patient has medical history, tobacco use. The condition of the patient is recovered without complications and stable. New implant placement is scheduled.